Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device packaging was checked, and with correct product opening and correct product handling. When retracting the system (anchor to the vessel wall), bleeding occurred despite a correct advancement of the green tube. Hemostasis was not achieved, despite a prolonged holding of the green tube; up to 30 seconds. The customer removed the tube, and the fiber was cut off, followed by manual compression and a femostop. A pressure bandage was applied for 4 - 6 hours. The femostop held compression for 3 - 4 hours. The procedure performed was a cardangio. The procedural sheath used was a 6fr. It was a right femoral artery puncture. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was not performed. Bleeding occurred out of the procedure room. The patient was reported to be in stable condition. The patient was hospitalized due to the event. Blood loss was reported to be less than 250cc. The facility used the guide wire inside the angio-seal package; however, there were no other devices or equipment being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR, and to provide the completed investigation results. 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. One unused 6 fr angio-seal sts plus device was returned for evaluation. The device was returned in the sealed header bag with all of the accessory components. The sealed header bag was opened, and the device was subjected to visual analysis. Visual inspection revealed that there were no gross visual anomalies noted with any of the accessory components. Functional testing was conducted using a vessel model. The device was deployed in the angio-seal vessel model. The locator and the sheath were mated and placed into the vessel model. Then the locator was removed, and the carrier tube sheath assembly was inserted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The collagen and anchor formed the knot successfully. No functional anomalies were noted with the device and the deployment was successful for the device. Dimensional testing was conducted. The overall length and width of the anchor were measured and found to be 0.405" and 0.076" which was within the manufacturer specification. All measurements were found to be within the manufacturer specifications at the time of manufacturing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.